Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to perform troubleshooting with tandem technical support. Reportedly, the infusion set and cartridge were changed to resolve the issue. There was no reported impact to the customer's blood glucose level.